Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. It was reported that a cartridge did not fit onto the pump and the customer experienced difficulty during the load process. Customer reported that they experienced low blood glucose levels. Customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy and had novolog insulin pens.